Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Health care professional reported ¿left side capsular contracture¿ baker grade unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight to the specification, deformation, wear abrasion and crease folding. Bubbles and cloudy color in the gel was observed after autoclave cycle. Based on the device analysis the final assessment is that no issues were found related with the manufacturing process.

Event description:
Health care professional reported ¿left side capsular contracture¿ baker grade unknown. The device has been explanted.